Event description:
It was reported that a malfunction occurred on the pump, identified by a malfunction code. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised that they could continue using the pump and to call back if any issues occur again.